Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after a coil interventional procedure. Reportedly, after needle deployment, the plunger was pulled but the suture could not be verified. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the initial information was reported incorrectly. Reportedly, the prostyle device was inserted, but the lever was unable to be lifted during step 1. The device was not deployed. And was removed from the patient. The lever was lifted after the prostyle device was removed from the anatomy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported mechanical jam lever/foot could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam lever/foot could not be determined. Factors that may contribute to mechanical jam lever/difficult deploy the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6- medical device problem code 114 removed.